Event description:
Customer reported blood glucose results of 240 mg/dl, 160 mg/dl, and 120 mg/dl within 10 minutes on the compact plus system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. System not available for return, replacement system sent.